Event description:
This case involves a female who was treated with poly-l-lactic acid in 2009 (dose nos) in her jawbone and cheekbones. At 48 hours later, the patient experienced inflammation all over her face. According to the physician, the reconstitution was done 3 days before the injection using dilution of 5 cc (nos). The reporter reported an additional case with the same event. According to the physician, both patients were treated with units from different batch numbers. Reporter's causality assessment: probable. A pharmaceutical technical complaint has been initiated.